Event description:
A 135 degree dhs plate broke post operative. Broken plate was removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.